Event description:
It was reported that the patient's system was explanted due to wound dehiscence with exposure of spinal cord stimulator generator.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities, passed all tests on the ate (automated test equipment) and there were no anomalies identified that would have existed prior to explant that could have contributed to the alleged issue. Testing on the ate was performed for battery warranty purpose.